Event description:
It was reported by the customer that a pyxis medstation system had an error message on the station. The customer stated that when nurses trying to remove medications, immediately get an error message on screen says: "one or more errors occurred", user gets logged out and returns to the login screen. This same error occurs when pharmacy technician use function of outdate, inventory, or destock. The issue was causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a software issue. The technical support specialist stated that the errors cause by inconsistencies between server/station database. The tsc recovered dr and upgrade station to resolve the issue. The system functioned as intended after the customer troubleshot the device.